Manufacturer narrative:
(B)(4).

Event description:
Reportedly, patient use, the ventilator shutdown when it was disconnected and reconnected from an external power source. The patient was removed from the ventilator. There was no patient harm reported.